Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the sponge detached and was pushed into the patient's duodenum. Reportedly, the sponge was retrieved using a pair of forceps. A water soluble lubricant was placed on the biopsy cap prior to use. The procedure was completed with another of the same rx locking / biopsy cap. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be fine.